Manufacturer narrative:
Ref comp # (B)(4). Ref medwatch report # mw5167672.

Event description:
On march, 25th 2025, fujifilm healthcare americas corporation was informed of an event involving ts-13101 via medwatch report, mw5167672, from FDA. It was reported that the distal end balloon of fujifilm ts-13101 overtube were found split on multiple occasions. Due to the unknown patient impact and adverse impact during the procedure, this report is being submitted in abundance of caution.